Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the batteries were not charging. To correct the issue, the stm replaced the power management board and noted that the single li-ion battery was replaced because it was not charging in either bay 1 or bay 2. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that when the customer had plugged in the cardiosave intra-aortic balloon pump (iabp) it was noted that the charging light was not blinking. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspect power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior repair technician evaluated the power management board and no visual damage was observed. The senior repair technician then installed the power management board into cardiosave test fixture and tested to factory specifications per cardiosave service manual. The nrc could not verify the failure of the batteries not charging. The nrc was able to charge two batteries with no problem observed and the board passed testing. The nrc will be sending the board to getinge's research and development dept. (R&d) as per procedure. Upon the return of the board from r&d, the board will be sent to the supplier for failure analysis as per procedure.

Event description:
It was reported that when the customer had plugged in the cardiosave intra-aortic balloon pump (iabp) it was noted that the charging light was not blinking. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Event description:
It was reported that when the customer had plugged in the cardiosave intra-aortic balloon pump (iabp) it was noted that the charging light was not blinking. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The suspect power management board was returned to getinge's national repair center (nrc) from getinge's research and development dept. (R&d). R&d concluded that the board was able to properly charge a battery in either slot 1 or slot 2 . R&d could not verify the failure of the board not charging batteries. The board passed testing. The board is being sent to the supplier for failure analysis, and a supplemental report will be submitted when this evaluation is completed.

Event description:
It was reported that when the customer had plugged in the cardiosave intra-aortic balloon pump (iabp) it was noted that the charging light was not blinking. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier stated they cannot confirm customer defect. The board passed testing. The nrc investigated the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.